Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the dexcom g7 continuous glucose monitor consistently failed to pair with the ilet, while the dexcom app continued to display readings, and device logs showed repeated pairing failed events without other bluetooth malfunction alerts. Symptoms included no reported adverse clinical effects and blood glucose reported in range. Outcomes included no medical intervention or hospitalization. Investigation included review of device logs, guided troubleshooting including firmware update and factory reset, and field review by technical personnel. Investigation of this case revealed recurrent cgm-to-pump communication failures limited to pairing between the ilet and the dexcom g7 sensor, with no evidence of broader bluetooth hardware malfunction and with user behavior noted for frequent meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent communication issue between the cgm and the ilet during pairing.